Event description:
Actions taken for the patient in relation to the device - syringe change when drawing blood from a cip, syringe breaks when blood is drawn in without pressure. Black tip jumps off plunger.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(6) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the stopper is observed to be incorrectly assembled onto the plunger rod. There was no damage or defect observed within the sample that could have contributed to the reported incident. After proper decontamination, the stopper was properly assembled onto the plunger to verify the syringe function. The syringe was filled with liquid and emptied without issue and the stopper remained properly assembled. Based on the reported details it is likely the stopper was not fully assembled during initial use. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. A camera system is used in the assembly machine to detect missing or improperly assembled stoppers. As the lot involved in this incident is unknown, a device history review could not be completed. While we cannot identify a direct issue, it was possible this incident occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.